Event description:
This is the second of two reports (same user facility, concomitant products, same product problem, same patient). Linked to mfg report: 3006697299-2017-00011. On (B)(6) 2017, a rental cusaexcel2p device was in use along with a rental cusaexcel 36khz handpiece on a female patient in surgery. During the test protocol both devices ran at 100%. After priming, the machine was switched from "standby" to "run" mode. After about a minute, the cooling reservoir alert sounded and appeared on the screen. All machine connections were checked, all handpiece connections checked and confirmed. The machine was shut down and restarted but produced the same results. The team then moved to disconnecting the handpiece plug to the machine and reconnecting it and letting the handpiece re-prime, then putting it back into "run" mode. It would work for about a minute, then alarmed again. The team did this process about 12-15 times to get the surgeon through the case. The surgeon was very upset at this point. Some tumor removed but probably not as much as if machine has operated normally.

Manufacturer narrative:
Integra completed its internal investigation 02/07/2017. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual evaluation. DHR review: the DHR review was completed for cusa excel handpiece c2602 serial number (B)(4); all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel handpiece been released. No recorded anomalies were identified that could be associated to the complaint incident. The reviewed service history documentation identified no trend in service history related to complaint incident. Trend analysis: a minimum of 12 months¿ review of cusa excel handpieces part number c2602 was completed using the following key words ¿could not duplicate ¿ console was the cause of issue¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 18-jan-2016 to 02-feb-2017. A total of 246 complaints were reviewed of which 42 complaints contained the search criteria. During the time period ¿jan-16 to feb-17¿, the global product usage for cusa excel handpieces was calculated as 111,517 usages. The quantity of 42 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as 0.038% of procedures. Failure analysis: the reported failure was not confirmed; during investigation no fault was observed with the handpiece; console was the cause of issue. Therefore, the evaluation was unable to conclusively verify complaint as valid. As part of service, o-ring was replaced. Handpiece was calibrated and functionally tested prior to being released to customer. Conclusion: root cause determined; console was the cause of issue; defective cooling water sensor. CAPA review completed for the complaint incident as per the reported failure was reviewed and verified as applicable to the information provided. No CAPA is required; based on the evaluation handpiece was not verified defective.